Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When preparing the heart string, they pressed the blue button (#) on the loading device and then tried to push the delivery device to the tip (#), but couldn't. They started over from the beginning, but the delivery device couldn't be pushed in, so they prepared another heart string and used it. This time it can be set and used without any problems. Due to the problem that occurred in the preparatory stage, there was no bleeding, no extension of operation time, etc., and there was no effect on the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) there was 1 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ¿jul 2021¿ through ¿oct 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- investigation findings corrected code to 13, h3-if other provide code -explain- device returned. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/13/22) . The device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off which prevents the white plunger from being depressed. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. The seal was observed to be slightly unraveled at the center of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218inches ((B)(6)). The length of the delivery tube was measured at 2.48 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as for the analyzed failure "unraveled material".

Event description:
N/a